Event description:
It was reported that the customer's insulin pump had strong smell of insulin. The mother stated that she can fell insulin inside the reservoir compartment. The customer experienced low blood glucose of 62mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.